Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 6935m62 lead, dvfb1d4 defibrillator, implanted on: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited a power consumption issue. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that second led indicator was not responding when the gas gauge button was pressed. However, the battery was able to charge and adequately provide power to a test controller. Supplemental testing revealed that the led and printed circuit assembly connector was not properly connected; after reinserting the led connector, the led indicator started functioning. As a result, the reported "led indicator issue" was confirmed. Log file analysis pertaining to (B)(4) revealed that the battery discharged as expected when in use. As a result, the reported power consumption issue event could not be confirmed. The most likely root cause of led indicator issue can be attributed to an internal led connection failure, which can be attributed to improper assembly of the connector during the battery manufacturing process. The patient may have perceived the led not lighting up as an issue with battery power consumption or battery not holding charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.